Manufacturer narrative:
The device was discarded and is not available for investigation. However, the computer logs from the surgery were obtained and analyzed. Although one of the switches that allows the validation step to initiate was found to have not functioned as expected, the cause of the cut inaccuracy could not be determined. The investigation is continuing to determine the cause for the cut inaccuracy.

Event description:
During a tkr surgery in israel using the iassist knee instrumentation system, after the surgeon completed the femoral distal cut, the subsequent step to validate the cut could not be initiated using the system. The surgeon then manually assessed the alignment of the cut using the implant system's intramedullary rod and found that the cut alignment was in excessive valgus. The surgeon then used the implant instrumentation to correct the cuts. There was a surgical time extension of about 15 minutes.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The analysis of the logs of the surgery found no indication of system malfunction. The system registration was performed correctly and accuracy measurements were below threshold. The magnet of the ap slider was not detected; therefore, validation could not be launched automatically and there was no available information on the performed cut. The cause of the ap slider not being detected is unknown. A conclusive root cause of the discrepancy between the cut as estimated by the surgeon and the cut as navigated by the system could not be determined.